Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor ceasing to function occurred. It was indicated that alternate site insertion occurred, which is off label usage of the device. Data was evaluated and the allegation was confirmed. The probable cause was determined to be early sensor expiration. The reported event of a sensor ceasing to function is reportable based on the finding of a early sensor expiration. No injury or medical intervention was reported.